Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module had a new battery installed. After a few seconds of charging the battery alarmed with yellow wrench and a red internal backup battery indicator lit up. The battery was replaced and the power module then operated as normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm and red battery fault was confirmed via evaluation. The heartmate power module backup battery (serial number (B)(6)) was returned to the european distribution center (edc) with no physical anomalies. The battery was connected to a test power module and a yellow wrench alarm and red battery fault activated. The battery was forwarded to product performance engineering (ppe) for further analysis. The forwarded battery was connected to a test power module fixture and mock circulatory loop. The yellow charge symbol was illuminated followed shortly by the red battery and yellow wrench symbols. The alternating current (ac) power cord was unplugged, and the backup battery was unable to supply power to the system. The battery was not able to go through a manual discharge and charge cycle. Further evaluation was not performed due to the chemical hazard posed by sealed lead acid batteries. The 12v battery was manufactured on 04may2022 with an expiration date of 30apr2025. The 12v battery was properly shipped to the european distribution center on 02aug2022, then from the distribution center to the customer on 26aug2022. The abbott laboratories battery management process and battery transaction history were reviewed, and it was confirmed that this battery was stored and shipped in accordance with abbott requirements. 12v batteries are top charged every 90 days to ensure the battery state of charge stays above 70% charge. This is to prevent the 12v batteries from remaining in an unused state for an extended period of time which may result in an overly discharged battery and compromised battery function. The 12v battery was initially top charged at abbott on 10jun2022. At the time the next top charge was due, 08sep2022, the battery was already received by the customer. The time span between the shipment to the customer and reported event date was approximately 1 year and 9 months. The root cause of the reported event was determined to be due to the battery not being used by the top charge date. Battery inspection data was reviewed for the 12v sla backup battery, serial number (B)(6), revealing that the battery passed all testing per the greatbatch specifications. The battery was shipped to the customer on 26aug2022. Heartmate 3 instructions for use (IFU) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including all power module alarm conditions. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.